Manufacturer narrative:
The insulin pump passed the displacement test, sleep current test and active current test. Pump error detected alarmed during testing. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power error detected alarm due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received power error detected alarms every 3 hours. Customer was able to successfully clear the alarm and able to complete insulin pump rewind. Customer stated that the notification light did not immediately stop flashing. Customer stated that the insulin pump received power error detected alarm again within a week of troubleshooting of previous occurrence. Customer again was able to successfully clear the alarm and able to complete insulin pump rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.